Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) alleged that the battery in their device prematurely depleted. The patient had reimbursement and warranty questions. Additional information was provided that the patient is in chronic atrial fibrillation and was also exhibiting high left ventricular (lv) pacing threshold measurements.